Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the device was disintegrating when removed from packet. Please provide the following: were any hole, pinholes noted in the tyvek/packaging? How was the product stored?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was used. Prior to the procedure, when removed from the packet, the mesh device was disintegrating and it was not implanted in the patient. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was received: it was reported that the device was disintegrating when removed from packet. Please provide the following: were any hole, pinholes noted in the tyvek/packaging? - there were no obvious pinholes and was stored in sterile store room as per usual.